Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, it was determined that the touch screen was unresponsive. The customer's blood glucose level was not impacted as the customer has not yet used the pump for insulin therapy. As the customer was eventually able to interact with the pump, the customer would continue to use the pump for insulin therapy.